Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a distributor in (B)(6). The distributor in (B)(6) involved in this report is listed. The contact details for the cook facility (B)(4). Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective acton is warranted at this time. A review of the complaint history was conducted. Qa will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) the physician used a cook tri-tome pc triple lumen sphincterotome. The user experienced difficulty cannulating the duct due to incorrect cutting wire orientation. The cutting wire reportedly exited the endoscope facing in a 3 to 4 o'clock position. The sphincterotome was removed from the endoscope and another device was used for the procedure. Several attempts were made in an attempt to collect add'l info regarding pt impact an product usage. The complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event. The info able to be collected does not reasonably suggest the pt was adversely impacted.